Event description:
On 3/6/97, the facility nurse contacted the MFR clinical specialist and provided her with the following information concerning this event: on 4/22/96, the patient was seen in the clinic complaining of nausea, vomiting, diarrhea and productive cough since her last chemotherapy treatment on 4/10/96. Additionally, the patient developed arm pain and oozing from the device site on 4/21/96, with a temperature of 101.7 degrees. The patient was admitted to the hospital on 4/22/96, to rule out sepsis secondary to a tunnel tract infection and probable cellulitis. Pus was draining/"exuding from the skin" along the tunnel tract in the right chest infraclavicular area. Since the patient expected to be neutropentic from the last chemotherapy treatment, the device was removed the same day (4/22/96) and antibiotic treatment therapy initiated. The culture report subsequently confirmed staph aureus of the cultured drainage, and device pocket tunnel tissue. Although there was initial concern of an extravasation from the device catheter fracture, the device was removed "complete and whole" at the time of explant. The explanted device was discarded. No further details were provided at this time.